Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material remained in forceps elevator due to imperfection of proper reprocessing caused by leakage at a-rubber. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection of the forceps elevator mechanism shows how to detect the event. Endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there were leaks in switch button three (3) and in the bending section cover while using the evis exera duodenovideoscope. The issue occurred during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the forceps elevator was found to have foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found in the forceps elevator, the evaluation findings are as follows: due to a pinhole on the bending section cover, water tightness was lost; due to a cut on switch button two (2), water tightness was lost; the adhesive on the bending section cover was detached, the suction cylinder was shaved, the forceps channel port was shaved; due to wear of the angle wire, the bending angle in the up/right direction did not meet the standard value; and there was a leak in switch button three (3). The following device components were also found to be scratched: objective lens, image guide (ig) protector, scope connector cover, grip, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.